Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented for an unrelated procedure. Prior to surgery, it was noted the right ventricular lead had a history of oversensing. The lead was capped and replaced on (B)(6) 2021. The patient was stable.